Event description:
It was reported that ventilator displayed an error code "up r+t" while customer was performing calibration procedure. The fse discovered that the pc1605 board was defective. The fse replaced the pc1605 board, calibrated and functionally checked the ventilator. Fse found the ventilator functioning according to all MFR's specs. There were no patient injuries.